Event description:
Tuesday, october 6 I began using a CPAP machine. I purchased and began using the virtuclean CPAP cleaning device on wednesday, october 7. I use the cleaning device every day as directed. On monday, october 19 I began having severe headaches every day for four consecutive days. I took a bc powder on the fourth day and got some relief for two days, but the headache returned on sunday, october 25, but has since ceased. Actions I have taken since include running fresh air through the CPAP for a few minutes before using it, and running virtuclean after I leave the room rather than while getting dressed in the room. I don't know for sure if the headaches were caused by the virtuclean CPAP cleaning device, but I have taken these precautions just in case. I did not know these devices have not been FDA approved. If I had known, I would not have purchased it. All I was told by the company I purchased it from was that insurance does not cover the cost. More should be done to inform consumers that they are not FDA approved. I found this out by chance while researching. Please keep me informed of any development with this device. Thank you for your time and attention. FDA safety report ID# (B)(4).